Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed an end of life indicator (eol). Eight months ago, the device was at beginning of life (bol). There was a concern that the battery depleted earlier than expected.